Event description:
It was reported that when the customer tries to disengage the steer option while the stretcher is in motion, the butterfly pedal automatically skips the neutral position and engages the brakes which cause the stretcher to stop abruptly. No pt involvement or adverse consequences were reported.